Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found and the ins was functionally okay. Final device analysis of the lead revealed the following: two unknown conductors were melted due to overstress or damage. Two unknown conductors were broken 14.5 cm from the end of the lead.

Manufacturer narrative:
Product ID 3889-28, lot# va05mk4, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that a patient lost efficacy from a device and impedances on all electrode combinations were all over 4000 ohms. This occurred one year after implant, and the high impedance did not resolve. The location of the issue could not be discerned. There was a sudden loss of therapeutic effect and there was not a 50 percent or greater symptom reduction. Diagnostic testing and troubleshooting included impedance testing, x-rays, and reprogramming. The product issue was not resolved and the cause of the issue was not determined. The device was replaced. The lead broke during extraction and there was a partial explant, leaving the tines and electrodes in the patient¿s body. The break was caused by the physician pulling on the lead to extract it. The revision and replacement went well and the patient seemed to be receiving adequate therapeutic benefit. The patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.